Event description:
New information received notes that the atrial lead was dislodged. Patient was unaffected by the lack of function from the atrial lead. Patient¿s condition prior, during, and after the procedure was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was revised on (B)(6) 2018 due to an unspecified issue. No further information was available.